Event description:
When laser turned on error code appeared. Representative tried to reboot the laser but was unsuccessful. Representative called his company for another laser to be brought in. One laser was available but was one hour away. Laser obtained and utilized for the case.